Event description:
A registered nurse reported after a craniotomy case that the use of navigation was discontinued for this case due to system slowness and unresponsiveness. The nurse reported that the site was in the setup phase of the software when they reported seeing an hour glass and the system became unresponsive. The site then rebooted the system several times and reported that the software was extremely slow to the point that they could not progress to register the pt. The surgeon decided to continue the case without the stealth system. She reported that there was only one plan created for this pt. The site did report that a lot of exams are on the system and she doesn't believe any previous exams have been deleted from the system. There was no impact to the pt outcome reported.

Manufacturer narrative:
A replacement part was sent to the site which resolved the issue. No parts have been received by the MFR for eval.